Event description:
Baxter received complaint from customer regarding this set. Customer reported an off center slit in the injection site septum of this set. This slit was discovered during pt use. No pt injury or medical intervention has been reported at this time.